Manufacturer narrative:
H4: the manufacture date cannot be identified at this time since the lot was not provided. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was unable to be reviewed for this device however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it¿s likely the forceps plug leak was caused by pressure applied from the distal end of the scope under the following circumstances: the pressure setting in the facility is high. Due to deterioration, scratches, and deformation of the rubber part of the forceps plug, air leakage from the slit is likely to occur. A final root cause of the event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was not returned for evaluation as it was discarded by the user facility (representative stated "unable to store the item safely in department due to fluids within the syringe" .therefore no requirement to send transport package due to item being discarded". The cause of the reported issue is unknown at this time. Follow up is in progress to gather additional information regarding the event reported. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative reported faulty egna-u401sx4021 (aspiration needle)-single use. According to the report, the fault is with the vaclok syringe supplied within the pack. The rubber piece that helps to create the vacuum seems to have become dislodged. Per the report, the issue occurred during procedure. The kit was removed and replaced with new kit (new tbna procedure pack) and the intended procedure (therapeutic endobronchial ultrasound-guided transbronchial needle aspiration (ebus-tbna) was completed. No harm was reported. According to the report , it caused the procedure to be longer than required however, the patient was reported to be "well" . No harm was reported, no patient injury, no user injury reported due to the event. Additionally, it was reported that the lidocaine was leaking from the maj-1414 biopsy adaptor . A follow up is in progress asking for more clarification (leak etc.). This report is being submitted for the leaking of lidocaine from (maj-1414) biopsy adaptor . This report is related to a report with patient identifier (B)(6) .